Manufacturer narrative:
(D10) concomitant devices: 300-30-11 - equinoxe preserve stem 11mm: b016760; 322-38-03 - 145-deg pe 38mm hum liner +2.5: a850864; 322-10-00 - humeral adapter tray, +0: b328360; 320-06-38 - glenosphere 38mm: b249706; 320-15-06 - rs glenoid plate ext cag +10mm cage peg: b360818. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. During initial implantation, the patient experienced a humeral fracture; intra-operative crack in proximal humerus at base of tuberosity. As a result, the patient underwent a cerclage fixation. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition. However, this cannot be confirmed based on the information provided. D1: corrected. D4: corrected. G4: corrected. H4: corrected. H6: corrected health effect and investigation clinical codes.